Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the manual drive unit plastic spring loaded retaining clip broke off. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint was confirmed. The field service representative (fsr) replaced the latch and spring. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.